Event description:
It was reported that the twist clamp of two (2) minicap extended life pd transfer sets were unable to close. The event was further described as ¿the clamp cannot be closed¿. This was observed prior to use of the devices for peritoneal dialysis therapy. There was no patient involvement. No additional information is available.

Manufacturer narrative:
A device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: two (2) samples were received for evaluation. A visual inspection with the naked eye noted the white twist clamp would not fully align with the notch of the main body on each sample. Functional tests including leak and clear passage tests were performed with no issues noted. The clamp function test failed due to the twist clamps closed not allowing flow through the set; however, the clamps would not fully lock in position. The reported condition was verified. The cause of the condition was determined to be a manufacturing related issue during the milling process. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.